Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was updating but did not finalizing update and stuck. A technical support specialist dialed into the station. Med application was up and running. Station was no longer on windows update. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was not finalizing update. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.